Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during a procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Heparin given at time of transeptal. The doctor went to advance the wire, and it would not advance. The guidewire was hard to remove, it was jammed, tried to pull back and was stuck. Pulled harder and removed and tried another wire but it would not pass the handle. Making sure catheter is totally straight as this seems to reduce this issue. The procedure was completed successfully without patient complications. The tip of the catheter was slightly bent possibly this happened during removal. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and was unsuccessful as the guidewire could not advance through the catheter, and additional damage was felt within the guidewire lumen during the insertion attempt. The catheter was dissected to further inspect the cause of the inability of the guidewire insertion. Upon dissection it was noted that the guidewire lumen was damage at 1.5 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination with additional collapsed braid, these issues are related with the inability to insert the guidewire inside the guidewire lumen. Additionally, some white spots were observed on the break point of the pebax.

Event description:
It was reported that a farawave catheter during a procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Heparin given at time of transeptal. The doctor went to advance the wire, and it would not advance. The guidewire was hard to remove, it was jammed, tried to pull back and was stuck. Pulled harder and removed and tried another wire but it would not pass the handle. Making sure catheter is totally straight as this seems to reduce this issue. The procedure was completed successfully without patient complications. The tip of the catheter was slightly bent possibly this happened during removal. The device is expected to be returned. It was further reported that the issue was solved by device replacement.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during a procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Heparin given at time of transeptal. The doctor went to advance the wire, and it would not advance. The guidewire was hard to remove, it was jammed, tried to pull back and was stuck. Pulled harder and removed and tried another wire but it would not pass the handle. Making sure catheter is totally straight as this seems to reduce this issue. The procedure was completed successfully without patient complications. The tip of the catheter was slightly bent possibly this happened during removal. The device is expected to be returned. It was further reported that the issue was solved by device replacement.